Event description:
This is report 2 of 2 for the same event. It was reported that during pre-surgery testing, it was observed that the motor device was running intermittently and displayed an e8 error code while in use with the hand control device. There were no delays in the surgical procedure as identical spare devices were available for use. There was no patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition could not be confirmed. A functional assessment was performed and the device passed all operational specifications. Therefore, an assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.